Event description:
It was reported that stent damage occurred. A 20 x 4.50mm rebel stent was selected. During preparation, the device was wiped down and the stylet and the stent protector were pulled off. The stylet and the stent protector were grabbed too hard and hang up on a gauze. It was then noted that the stent was elongated beyond the nose cone. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).